Event description:
Boston scientific received information the patient implanted with this device reportedly suffered a fall while horseback riding. Subsequently, increased right ventricular (rv) lead pacing impedance measurement greater than 125 ohms was detected for this device system. The patient was brought into the clinic for further evaluation. No out of range measurements could be recreated, however, numerous non-sustained episodes with noise were observed in the arrhythmia logbook. The patient reportedly sustained an accident, where the device was hit. The rv lead was confirmed to be fractured. A lead revision procedure was performed and the lead was explanted. No other adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.